Manufacturer narrative:
The tandem user guide states: do not remove or add insulin from a filled cartridge after loading onto the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, customer withdrew insulin from loaded cartridge and loaded insulin in a new cartridge. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 339 mg/dl.